Event description:
Report 1 of 2 received of a leak in the transducer line. A single line transducer kit with a 3ml/hr squeeze flush device was in use on a patient in the neuro intensive care unit. The set had an edwards vamp blood sampling reservoir attached to the line. When the clinician pulled blood back into the vamp blood reservoir for an arterial blood sample, the expected blood in the tubing contained "air bubbles". The clinician noticed that the bubbles were "coming from the area of the transducer". The clinician then visually inspected the tubing and found a small leak of intravenous fluid at the area of the squeeze flush device. It was reported that the wave form on the artrial line appeared "dampened" and the nurse was receiving inaccurate readings. The clinician did not treat his patient based on the inaccurate readings. The transducer line was exchanged for another line without incident and there were no delays in the patient's treatment. It was reported that "none of the air bubbles traveled to the patient". Though requested, additional information was not provided.